Manufacturer narrative:
Additional information: breakdown of 31 events: cosmetic issues 23, cosmetic issues, iol torn, loading issues, override 1, delivery issue 1, iol torn 1, lens damaged 3, unspecified/other w/ patient involvement 1, cartridge crack, stuck in cartridge 1. Serial numbers of suspect products: (B)(4). 28 investigations were completed, and 3 investigations are pending from this period. Breakdown of 28 completed investigations are as follows: 22 no product was returned, 6 had product returned, cosmetic issues =1, haptic damaged =2, lens cut =2, lens cut, haptic detached =1, no product returned =22. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 31 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there are 2 investigations completed during this period. Breakdown of 2 investigations with respective serial numbers are as follows: (B)(6) lens cut, (B)(6) no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.